Manufacturer narrative:
Additional procodes: gxr, jey device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the customer reports that during a cranial closure procedure on (B)(6) 2018, the screw thread blocked in the bone and the screw head broke. A second screw also broke in the same manner. All fragments were removed from the patient. The surgeon used other screws to complete the procedure. There was no surgical delay and no consequences for the patient. This report is for a titanium (ti) matrixneuro screw self-drilling 5mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note, this device history record (DHR) review is for sterilization procedure only: part: 04.503.105.04s; lot: l392474; manufacturing site: bettlach; release to warehouse date: june 21, 2017; expiry date: april 01, 2027. Non-sterile 72538 / h281907 was manufactured in us, monument . Manufacturing location: monument; manufacturing date: january 23, 2017; part: 04.503.105.20, ti matrixneuro screw self- drilling 5mm lot number: h281907 (non-sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current documented packaging requirements. Part: 21015, tialnbr14.00 lot: h072911; lot quantity: (B)(4).; received march 28, 2016 lot quantity: (B)(4). Received june 08, 2016. Lot quantity: (B)(4). Received february 21, 2017. Certified test report received from dynamet was reviewed and determined to be conforming. Lot summary report dated met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.